Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found the image of the subject device was disappeared when the subject device was angulated to up/down direction and the error b30 which indicates there is the communication problem between the subject device and the endoscope was displayed. The subject device had been returned to sorc for repair of the image malfunction. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed the reported phenomena. Also it was found that the image of the subject device was disappeared when the subject device was angulated to up/down direction due to disconnection/short-circuit of the image sensor cable, and the error b30 which indicates there is the communication problem between the subject device and the endoscope was displayed due to electrical continuity error by water invasion. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact causes of the reported phenomena could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised it might be occurred due to the failure of the image sensor unit or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.